Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep no cassette found during testing. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal removed, physical condition found fluid ingression on the downstream sensor. The reported problem was duplicated. Actions taken, replaced the downstream sensor. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.